Manufacturer narrative:
Follow-up #1: date of submission 07/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/18/2014 with the following findings: a low cartridge warning was observed on 11/11/2013 in the device's history. According to the device's history at the time of the low cartridge alarm, there were 20 units of insulin left in the cartridge and the alarm worked appropriately. No activity outside of normal use was observed. The pump was able to load and to display a 100 unit filled cartridge. The low cartridge warning was set to alert at 20 units. The pump was simulated and alarmed, recorded and displayed the proper warning at the correct threshold. The device performed within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, a distributor contacted animas alleging that a pump would alert the user to a low cartridge alarm when the pump still had 130 units of insulin. The patient attempted to remove and reinsert the cartridge to clear the alarm but the pump alerted the user to the same low cartridge issue. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).